Manufacturer narrative:
Investigation conclusion: the customer's observation was not replicated in-house with retention products. Retention products were tested with qc cutoff hcg concentrations and high positive hcg urine standards. All devices showed positive results at read time and met qc specifications. No false negative results were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The customer reported at two of the three offices owned by the facility, urine samples have been producing negative hcg results using the consult hcg urine cassette when the patients are pregnant. Although requested, no additional information was provided by the customer.